Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on february 19 with blood glucose of 681 mg/dl at the time of incident. The customer's current blood glucose is 130 mg/dl. The customer was treated with insulin therapy and fluids, potassium in the hospital. Based on customer report customer did allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.